Event description:
Reference number (B)(4). Event occurred in austria. Patient has psychomotor symptoms, reddened, inflamed infusion site on the right groin and was given an antibiotic orally. The patient was asked not to have a cannula inserted in the inserted area as there is too much friction there. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.